Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call sensor anomaly. Customer's blood glucose level was 200 mg/dl. It was reported that the new sensor did not work and when they removed the old sensor the cannula was short. The sensor will not be returned for analysis.